Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -10.0/+1.5/110 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was explanted due to low vault. Later on (B)(6) 2023 a longer length lens was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).